Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage and blackout. We concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the insertion flexible tube (ift) faulty connection, the segment fluid damage, the segment corroded, the control body fluid damage, the control body corroded, the remote control button cracked, the light guide fiber bundle (lcb) broken, the light guide cable fluid damage, the light guide cable faulty connection, the lg cable connector fluid damage, the lg cable connector corroded, the lg cable connector housing disinfections damage, the u/d lock lever broken, and the suction arm corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).